Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was unable to duplicate and confirmed the reported problem. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen intermittently goes blank. The customer stated there was no patient involvement associated with this event.